Event description:
The customer reported noisy image displayed during inspection for use involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Following troubleshooting was performed: connected the cable to another monitor to check the output. The image was good. They needed to troubleshoot the provation system. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.